Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have experienced low and high blood glucose. Customer states his friend who is also an emergency medical technician gave him glucose tablets to bring blood glucose back up. Customer does not recall exactly what occurred but he broke his ankle in the event. Customer had surgery to repair ankle. Customer states after being out of the hospital, he was experiencing high blood glucose and would like to test insulin pump. During troubleshooting, it was found that drive support cap appeared normal, no air found in tubing, and insulin did exit the tubing and there were no leaks. Customer was advised that insulin pump functioned as design and to contact healthcare professional regarding high and low blood glucose. No further information provided.